Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) reviews is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse is placing a power PICC and states the guidewire is stuck. States has already contacted md to evaluate and possibly take to radiology. States that the guidewire is intact and not severed.